Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Device interrogation revealed, the right atrial (ra) lead exhibited a transient episode of noise resulting in inappropriate mode switch. The noise could be reproduced with ipsilateral left arm movement. No intervention was performed, the patient would be followed routinely. The patient was asymptomatic before, during, and after the follow-up.